Event description:
The physician was operating on the right eye of a 67 year old african american female patient using the omni surgical system. He successfully completed the canaloplasty portion in the inferior and superior hemispheres of the eye (360 degrees total). The physician then placed the microcatheter of the device into the schlemm's canal to perform a 180 degree trabeculotomy. When he finished about 45 degrees of trabeculotomy, the "microcatheter dislodged and fell in the anterior chamber." The physician used forceps to remove the portion of the omni surgical system microcatheter from the patient's eye. The event did not lead to any clinically noteworthy consequence. There was no injury to the endothelium or elsewhere in the anterior chamber. On followup, the physician reported that the patient is doing fine and there are no abnormal signs or symptoms reported as a result of the dislodged catheter. The patient is healing from the surgical procedures as expected. The slit lamp exam was within acceptable limits.